Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and since the device malfunction could not be confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had a b40 communication error during powering on of the device. The issue was found during preparation for an unknown diagnostic procedure and the procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.